Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the anterior descending artery. The 2.75 x 12 mm promus element stent was deployed; as the stent was post-dilated the physician noted the stent shrunk in length. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).